Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes "plastic" foreign matter was discovered in the tubes. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: in some samples, we detected the presence of plastic stuck to the inner wall of the biochemistry tubes (serum-yellow cap). "We still check it in some samples, but less frequently! There has probably been a change of batch and that's why we don't see as much, but I'll keep an eye out."